Event description:
Patient for lower extremity peripheral intervention. Delivery system broke off and the stent partially deployed, unable to be removed from artery. Required surgical intervention - right femoral artery was cutdown with exploration and removal of stent delivery system and sheath. ICU post operative stay. The patient was discharged two days after the procedure.